Manufacturer narrative:
The returned device was evaluated and received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 58 pulses. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the omnipod personal diabetes manager (pdm). Investigation found no defects or deficiencies that would contribute to a communication error. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No communication error occurred during this test. Generation of the hazard alarm stopped the delivery of insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The mother of a patient reports while activating her daughters pod the needle had not retracted. Upon removal of the pod from the infusion site it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.